Event description:
It was reported that during annual testing, it was discovered that the external pulse generator (epg) had a defective menu screen and that the epg skips menu options. The epg was removed from service. There was no patient involvement.